Event description:
Reporter stated that a patient's blood glucose was measured, using the peforma system, with back-to-back results of 21.7 mmol/l and 10.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that a patient's blood glucose was measured, using the peforma system, with back-to-back results of 21.7 mmol/l and 10.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.